Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was selected for a percutaneous transhepatic cholangio-drainage procedure. Prior to patient contact, the device was flushed and found to be leaking at the connection between the catheter and the hub. The procedure was completed with another device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The device did not make patient contact.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. One opened, unused catheter was returned to the manufacturer for evaluation. A visual inspection revealed the cap and tubing were secured to the returned catheter. The dimensions of the device was measured within specifications, so there is no indication from inspection that there are nonconforming devices in the field. The functional test of the device did not confirm the presence of a leak. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record found no related non-conformances with the device lot or sub-assemblies. It should be noted that there were five other complaints reported for this lot from the same customer with the same failure mode. All of these devices were returned and measured within specifications, so there is no evidence of nonconforming devices in the field. The instructions for use (IFU) advise the user to inspect the device prior to use to ensure that no damage has occurred. Based on the information provided, the inspection of returned product, and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has bee added to the description of event since the previous medwatch report was submitted.